Event description:
It was reported that during a sleeve gastrectomy procedure, the device closed, fired but not opened again. They used another device after removing the tissue from the first device. Surgery was prolonged forty five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.